Event description:
Boston scientific received information that prior to an implant procedure, the local area field representative performed a manual capacitor reformation and lost telemetry. The device was unable to be interrogated after losing telemetry. The device was unopened and was not used. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this boxed device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and no pacing output. A memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected. This occurred when the manual capacitor reformation was performed prior to implant.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.